Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (gd874826), with no defects noted.

Event description:
It was reported that during an unknown procedure, the device fired fine the first time. The device was reloaded and would not fire. It is unknown what color cartridges were being used. Another device was used to complete the case with no patient consequence.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient made a mistake and a touch contamination occurred. On (B)(6)2010, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. In (B)(6)2010, a peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided for the events. At the time of this report, the patient recovered from the peritonitis. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome of the mistake/touch contamination was considered not reported. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy. A causality statement was not provided for the "patient made a mistake or touch contamination".

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.